Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It could not be identified the underlying causes of any phenomena. However based on the inspection report of olympus india, olympus medical systems corp. (Omsc) summarized as follows; 1, forceps elevator had foreign material: -according to the result of the device inspection at olympus india, it was confirmed that the phenomenon occurred in the applicable part. -the subject device was not returned to omsc factory, and the only information obtained was images of the applicable part. -according to the manufacturing history (DHR), the subject device meets the specifications was shipped. -for the facts stated above, the phenomenon seems to have occurred subsequently. It could not be identified the foreign material. 2, foreign material was found clogged inside the air/water nozzle: -according to the result of the device inspection at olympus india, it was confirmed that the phenomenon occurred in the applicable part. -the subject device was not returned to omsc factory, and the only information obtained was images of the applicable part. -according to the manufacturing history (DHR), the subject device meets the specifications was shipped. -for the facts stated above, the phenomenon seems to have occurred subsequently. It could not be identified the foreign material. 3, the ultrasonic transducer had a deep scratch/cut which reaches to the glue layer: -according to the result of the device inspection at olympus india, it was confirmed that the phenomenon occurred in the applicable part. -the subject device was not returned to omsc factory, and the only information obtained was images of the applicable part. -according to the manufacturing history (DHR), the product that meets the specifications was shipped. The phenomenon seems to have occurred subsequently, but the cause of it could not be identified. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to (B)(4) but has not been returned to omsc. (B)(4) checked the subject device for evaluation. It was confirmed the following malfunctions; the ultrasonic transducer of the subject device had a deep scratch/cut which reached to the glue layer there was foreign object on the forceps elevator of the subject device it was found a sign of insufficient or incorrect reprocessing the subject device, which the air/water nozzle was clogged with foreign object. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at (B)(4), it was found the following malfunctions; the ultrasonic transducer of the subject device had a deep scratch/cut. There was foreign object on the forceps elevator of the subject device the air/water nozzle was clogged with foreign material. It was found a sign of insufficient or incorrect reprocessing the subject device. The subject device had been returned from the user because there was no flow from the air/water nozzle of the subject device. The occurrence date of the event is unknown, but the aware date of above malfunction is (B)(6) 2021. There was no report of patient injury associated with the event.